Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that there was no issue with the product. The catheter was pulled out of the intrathecal space due to an arachnoid cyst at t12 vertebra. A catheter dye study was done before to determine catheter placement. The catheter was replaced and reinserted. The catheter was completely explanted and discarded by the customer/healthcare provider. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of the date of the report (2020-jan-22). The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.